Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left common iliac artery. This 7.0 x 30 x 75cm express-vascular ld, pmtd. Stent was advanced to the lesion. While advancing the express stent, the stent came into contact with a stenosed area and the stent moved on the balloon. The device was removed from the patient intact. The procedure was continued with a 10 x 60mm non-bsc stent. No patient complications were reported and the patient's status is good. Follow up confirmed that the stent did not detach in the patient, however as a guide catheter was not used the physician inserted a snare to assist with removal of the stent from the patient (still attached to the sds). This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left common iliac artery. This 7.0 x 30 x 75cm express-vascular ld, pmtd. Stent was advanced to the lesion. While advancing the express stent, the stent came into contact with a stenosed area and the stent moved on the balloon. The device was removed from the patient intact. The procedure was continued with a 10 x 60mm non-bsc stent. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and the stent was received detached from the delivery device. The device was returned inserted through a y gate connector along with a guide wire. The outer diameter of the wire was measured at 0.035 inch. The stent was detached from the balloon and returned trapped in a snare. An examination of the balloon found that the balloon appeared to have been inflated and an examination of the stent found that the stent struts were damaged at both ends. A black plastic substance was trapped on the surface of the guide wire measuring 1cm in length. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).